Event description:
Home patient (hp) reports dry minicaps. Hp reports sponges were yellow in color and packages were sealed in the usual manner. Hp did not note betadine in tubing during drain phase of dialysis exchange. No pt injury or medical intervention reported.